Event description:
Boston scientific received information that the patient received multiple appropriate shocks for ventricular fibrillation (vf). Upon review of the strips, it was noted that there was approximately a nine second delay before the device charged and delivered therapy. The field representative noted that there was no evidence of undersensing and the cause for the delay was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.